Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after introducing the trocar, when the surgeon wanted to put his lens on except that when looking at the grey part to insert the lens, there were pieces of plastic that fell and not into the patient's cavity. The trocar was changed. The surgical time was extended by more than ten minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted; the balloon, lock collar, valve seal and doors appeared intact. The inflation syringe was not received. The obturator was not received. Pmv performed functional testing; the balloon was inflated using a test syringe, no leaks detected. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.